Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018. Upon review, the implantable cardioverter defibrillator exhibited stored episodes of post-pace t-wave oversensing. The device was reprogrammed.